Event description:
It was reported by the patient that have not inserted properly, though the pink slide did move forward. The patient's glucose level reached 22 mmol/l (396 mg/dl) while wearing the pod on the infusion site thigh. The pod was worn less than 1 hour. The pod was discarded. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.